Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported the steps taken to resolve the implant not working, poor communication, and it not being able to communicate was they made an appointment to the healthcare professional (hcp) as advised by patient services. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that all of a sudden, patient implant and patient programmer were not working. Patient saw a poor communication on patient programmer and the patient programmer would not communicate. It was mentioned that patient had a fall in (B)(6) and had been in the hospital and was not sure when their implanted device and patient programmer stopped working but that it has been a couple of weeks. No further complications were noted or anticipated.